Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, two devices would not cut. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.